Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacture representative, reported the implantable neurostimulator (ins) battery depleted "much faster" than normal. The patient's amplitude started at 0.5-0.7v and the patient did not feel stimulation anymore. The stimulation was set to continuous at a pulse width of 210 u's and rate of 14 hz and impedances were normal. When increasing to "4-5v," the patient still did not feel stimulation. During troubleshooting with the patient programmer, a power on reset message was seen. Interrogating with the clinician programmer showed that the ins had depleted. Due to the early depletion, there was a question of whether there was a defect with the device. The ins was replaced and the patient was doing "okay" with the new ins. Stimulation was back to normal and the issue was resolved.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay.